Event description:
It was reported that the patient implanted with this right ventricular (rv) lead reported hearing beeping tones from their implanted device. Interrogation of the device with a programmer noted that the tones were the result of high out of range rv pacing impedance measurements greater than 2,000 ohms. The physician turned off the beeping tones and plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).